Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, revert to manual CPR" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found the front enclosure, top cover and battery lock to be damaged. The physical damages found during visual inspection are unrelated to the reported complaint. A review of the platform's archive was performed and found no errors or anomalies related to the customer's reported complaint. The returned platform was unable to undergo initial functional testing as it displayed a "system error, out of service, revert to manual CPR" message when the platform was powered on. The message was cleared and the platform underwent and passed all final functional testing. Based on the investigation, the parts identified for replacement were the front enclosure, top cover and battery lock. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed through initial functional testing. However, the root cause was unable to be determined.